Event description:
It was reported that the patient's blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod between 36 and 48 hours. The pod reportedly was not sticking well to the infusion site (abdomen), and it was observed that the pod's cannula was found bent.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with cannula assembly fully deployed. Inspection of the soft cannula showed no signs of kinking, bending, or damage that would cause occlusion. The downloaded data showed no timeouts or drive stalls indicating the pod had no trouble delivering insulin. The investigation found no damage or defects that would result in fluid failing to flow through the fluid path. The device was received with adhesive pad fully attached to the bottom housing. No damages or defects were present in the adhesive pad or adhesive pad welds that would cause the alleged failure to adhere. Because of this, the cause of the event could not be determined. The device was returned with the adhesive pad fully attached to the bottom housing. No damages or defects were observed in the adhesive pad or bottom housing that would cause skin irritation. Inspection of the formed needle tip showed no signs of defects or damages that would cause skin irritation. Because of this, the cause of the alleged irritation at infusion site could not be determined.